Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system orders were not crossing over to station. A technical support specialist (tss) dialed into the server and ran the server downtime query. The tss found that the carefusion coordination engine (cce) xml sent time was current with the server time, and there were no disconnected flags or pending messages for processing. The tss also checked the services and confirmed that all were up and running. Further investigation showed that the extract transform load (etl) process was not running every 5 minutes due to database purge issues causing messaging services to time out. The tss also identified that an existing case had already been opened for this issue. The tss explained the ongoing issue to the customer and informed them that a product support engineer (pse) was actively working on case. It was mentioned in the master case that the tss successfully installed task from knowledge article (ka) messages stuck - skipping dequeue - scheduled task - observer tool, changed purge selection date to current and monitored the services to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.